Event description:
A bipap autosv adv device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found error codes 22 (humidifier plate is not making heat), a log only type of error and error code 24 (flow offset error for 5 minutes consecutively), a vent inop type of error. In addition, there was evidence of visible foam particles inside the blower kit and contamination from dust. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.